Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test, no motor error alarms were noted. However, the device was unable to prime during prime test due to faulty force sensor system. The motor was tested outside the device and it passed. The device had minor scratches on the lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call, he has changed the infusion set three times and the insulin pump continues to alarm motor error. Customer's blood glucose was 140 mg/dl. Alarm occurred during bolus. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. He agreed to return the device for further analysis.